Event description:
It was reported that a pump alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer was able to successfully resume insulin therapy.